Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an appropriate shock for ventricular fibrillation. While this shock successfully converted the patient back to sinus rhythm, their r-wave amplitude morphology measurements afterwards were noticeable low, causing t-wave oversensing. Oversensing of myopotential noise (likely muscle seizures after first shock) was also noted and this led to the delivery of four inappropriate shocks by the s-ICD. The patient was admitted to the hospital after receiving such therapy. X-ray imaging did not show any abnormalities or noticeable movement with the s-ICD system, compared to where it was originally positioned and implanted. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed and continues to remain in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an appropriate shock for ventricular fibrillation. While this shock successfully converted the patient back to sinus rhythm, their r-wave amplitude morphology measurements afterwards were noticeable low, causing t-wave oversensing. Oversensing of myopotential noise (likely muscle seizures after first shock) was also noted and this led to the delivery of four inappropriate shocks by the s-ICD. The patient was admitted to the hospital after receiving such therapy. X-ray imaging did not show any abnormalities or noticeable movement with the s-ICD system, compared to where it was originally positioned and implanted. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed and continues to remain in service. No additional adverse patient effects were reported.